Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported patient was placed onto impella support due to acute myocardial infarction / cardiogenic shock. While on support, the patient had a run of atrial fibrillation with heart rate in 180's. Lidocaine was provided and patient was cardioverted. The next day, patient experienced hemineglect with head cat scan showing right side infarct. Care was ultimately withdrawn and patient expired.

Manufacturer narrative:
The investigation for the reported paroxysmal atrial fibrillation has been completed. The device nor sufficient clinical details were returned for evaluation. Therefore, the root cause of the paroxysmal atrial fibrillation could not be determined.